Manufacturer narrative:
Radiographs showing the position of the components whilst in vivo were analysed in lieu of returned devices.

Event description:
It was reported that revision surgery is planned due to elevated metal ion levels and a soft tissue reaction. Devices implanted in 2008.